Manufacturer narrative:
The device was received. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid superficial femoral artery (sfa) with 95% stenosis. The 7.0x100 mm absolute pro vascular stent was placed into position for stent deployment. The wheel on the delivery catheter would not move and there was resistance while trying to roll the wheel. The physician decided to remove the device and upon coming through the hub of the 6fr terumo sheath, the stent began to deploy. The entire stent and delivery system were removed from the sheath. A new, same size absolute pro stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue, resistance with the thumbwheel and broken stent struts were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing resistance with the thumbwheel; however, this could not be confirmed. Reportedly, the broken struts on the stent occurred while the stent was coming through the valve of the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: returned device analysis identified multiple broken struts at the distal end of the stent. Follow-up with the account confirmed that the struts broke while the stent was coming through the valve of the sheath. There were no portions of the struts left in the patient as confirmed via x-ray. No additional information was provided.